Manufacturer narrative:
Batch history review: manufacturing file was reviewed: compliance with our specifications and no abnormality detected. No other complaint was reported to us on the batch sold since (B)(4) 2013. Investigation results: we have received the involved access port system connected to its catheter. No aspect defect is visible. No rupture is detected. A leakproof test has been performed on the device: no leak was detected under a pressure of (B)(4) bars. A disconnection test between the catheter and the access port has been performed; the disconnection force is compliant with our requirement. Conclusion: the complaint is not confirmed; no failure was detected on the returned device.

Event description:
The celsite access port was implanted on (B)(6) 2014 for chemotherapy. In the end of (B)(6) 2014, patient had swelling and pain near the implant site. After removal, it was found that the body of the access port had ruptured and caused leakage. Patient developed skin ulcer due to the leakage and was being treated.